Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a pd patient expired on (B)(6) 2017 due to cardiac related issues. The pdrn stated the patient had completed a treatment on the day of their death according to the patient's records. The pdrn was adamant that the cause of death wasn't cycler pd related. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported a pd patient expired on (B)(6) due to cardiac related issues. The pdrn stated the patient had completed a treatment on the day of their death according to the patient's records. The pdrn was adamant that the cause of death wasn't cycler pd related. Medical records were requested.

Manufacturer narrative:
Conclusion: based on available information it cannot be determined if there is a causal relationship between the death of the patient and the liberty cycler as the cause of death is not documented and it is unknown if the patient was actively completing pd treatment at the time of death. Additionally, there are no allegations of a malfunction against the liberty cycler and no reported issues during the treatment. It is also unknown if the patient has any pre-existing conditions or concomitant medications that contributed to the death. Per the pd nurse, the patient expired due to cardiac issues and not related to the liberty cycler. At this time, without additional information, no conclusion can be made that there was or was not any causal relationship between the patient¿s death and the liberty cycler. Long-term survival rates are poor among pd patients, only 11% surviving past 10 years.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. The peritoneal dialysis (pd) nurse reported the pd patient with end stage renal disease (esrd) on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) had expired on (B)(6) 2017. The patient contact had called in the previous day for a cycler alarm on the liberty cycler from treatment on (B)(6) 2017. The patient was unable to resolve the issue on his own and canceled treatment for that evening. Technical support had documented that the patient was in dwell 4 when this occurred and discussed information regarding the issue and advised to go over settings with the pd nurse. The treatment information from that event was reviewed and there was no increased intraperitoneal volume (iipv) associated with the treatment. The pd nurse stated that there was no adverse event related to this issue. Per the pd nurse, the patient expired due to cardiac issues (type unknown) and was not related to the liberty cycler. The cause of death was unknown and it was unknown if the patient was actively completing a treatment at the time of death. The patient had completed a pd treatment on the day of the death with no reported issues. Additional information and medical records were requested and were not received.

Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the cardiac arrest and subsequent death of the patient and the liberty cycler. Additionally, there is no allegation that the machine malfunctioned. It is unknown what pre-existing conditions or concomitant medications could have been contributory to the death of the patient. Long-term survival rates are poor among pd patients, only 11% surviving past 10 years.

Event description:
Information in the complaint file and end stage renal disease (esrd) death notification form was reviewed by a post market surveillance clinician. During a routine follow up phone call to the peritoneal dialysis (pd) nurse on 10/10/2017 for this patient with end stage renal disease (esrd) on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient had expired on (B)(6) 2017. Per the pd nurse, the patient expired due to cardiac issues and was not related to the liberty cycler. In review of the esrd death notification form received on 10/19/2017, the patient expired in the hospital on (B)(6) 2017 with a cause of death listed as cardiac arrest (cause unknown). Additionally, per the pd nurse, the patient was not connected to the liberty cycler at the time of death.